Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excess current drawn was noted on the hybrid. The source of the high current draw could not be determined but is believed to be due to an internal hybrid anomaly.

Event description:
New information received indicates that the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up premature battery depletion was noted. The patient will continue to be monitored with a routine follow-up. No adverse consequences to the patient.